Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific (bsc) crm received information that following an implant procedure, the bsc sales representative discovered that the right ventricular (rv) lead was not pacing the heart. During the revision procedure, it was noted that the rv lead was not fully inserted into the device header. The rv lead was re-inserted into the header without further complication. All products remained implanted in the patient.